Event description:
Paramedics responded to a person diagnosed in cardiac arrest. The patient was diagnosed as asystolic and external pacing was attempted using the device. The pacing cable connectors reportedly came loose from the pacing electrodes, the device displayed a leads alarm, and use of the pacemaker was inhibited. After reconnecting the pacing cable to the pacing electrodes, external pacing was administered to the patient without mechanical or electrical capture. CPR and drug therapy was administered. The patient was not resuscitated. The reporter indicated the alleged malfunction did not likely cause or contribute to the patient's outcome. This opinion was based on an assessment of the patient's condition.